Event description:
No additional event information at the time of this report.

Manufacturer narrative:
His report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111, 4114 and 4110. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 4315. H10: narrative/data was updated. One (1) certain® gold-tite® hexed screw (iunihg) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number along with the applicable instructions for use (IFU), and risk file. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specification and conforming when they left zimmer biomet. DHR was not reviewed for the iunihg since, the lot number was unknown. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Functional testing could not be performed since, the product was not returned. Therefore, the reported event couldn't be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the probable cause for the reported event is placement of devices in a patient with patient factors incompatible with long-term osseo-integration of implant. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Lot number unknown / not provided. Last/given name unknown / not provided. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Customer reported that a screw fractured in the patient's mouth and part of it is still stuck in the implant.